Event description:
It was reported that the bd luer-lok stopper was jammed / insecure. The following information was provided by the initial reporter translated from french to english: re: amgen complaint #: (B)(4). Complaint description: amgen received notification on 17-sep-2024 from a patient of a complaint for nplate vial - lyophilized involving (B)(4) unit from lot/batch 1175893a. The event reportedly occurred on (B)(6) 2024. The patient reported the following event: the reporter indicated that the patient tried to use a nplate 500 kit but there was an issue with the syringe (hard to push), so he decided to open a second nplate 500 kit and used the syringe from the second kit to inject the vial from the first kit. When the product was collected, the rubber of the syringe remained at the bottom of the syringe and therefore it was impossible to collect the solution. Patient outcome was captured as none. Amgen visual inspection: disposable syringe. - no damage could be observed on the disposable syringe. - the syringe contained no liquid nor traces of residue. - the white plunger rod was not inserted into the stopper. - the black stopper was located at the bottom of the syringe. The stopper was observed damaged and deformed.

Manufacturer narrative:
Investigation summary: five photos were provided to our quality team for investigation. All five images from a different view show one loose syringe with the stopper jammed between the barrel and plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. This condition is occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3034736. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.